Event description:
Additional information: it was reported the patient was ¿showing signs of withdrawal.¿ at the patient¿s refill session the previous monday the pump was filled with compounded baclofen. Monday night the patient ¿did not sleep a wink.¿ it was also reported the patient was ¿fidgety and antsy.¿ on friday the patient was refilled with lioresal.

Event description:
It was reported that the patient had withdrawal symptoms. It was noted that several days following a refill when the healthcare provider (hcp) "removed previous baclofen and refilled with lipresal" is when the symptoms were noticed. The patient experienced itching, diaphoresis, "episodes of hot/cold." It was also noted that the patient was "not that spastic". A dye study and fluoroscopy were done and the "pump looked like it was functioning normally". No alarms were heard. It was later reported four months later, that the "faulty catheter" catheter wasn't "even two years old", "had a leak in it," and that his "stiffness and inability to move" came back "with a vengeance". It was noted that hcp scheduled surgery to replace the catheter and petitioned insurance company to replace pump as well. During surgery, the leak was found "close" to the pump, the hcp was able to "repair" it and "hooked it back up" to the new pump "rather than replace it". The device system was used to infuse baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter: model 8703, lot# j92103106, implanted: (B)(6) 1993, explanted: unk. (B)(4). "Withdrawal symptoms". (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).